Event description:
It was reported that the act and esc buttons would work intermittently. Customer declined to be transferred to helpline and she will be meeting with her diabetic care manager and will discuss situation. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.